Manufacturer narrative:
The unit had an intermittent act button response due to a corroded keypad. The unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The compromised force sensor system alarm could not be verified due to a motor error alarm. The motor passed the motor test. The unit had no moisture damage on the electronic, motor, vibrator, and battery tube assembly during visual inspection. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report that the insulin pump alarmed compromised force sensor system and the keypad was unresponsive. The customer also reported that the device was exposed to moisture. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.